Manufacturer narrative:
As of 07/01/2019 returned product and retained samples were submitted to the lab for testing in addition to review records of biocompatibility and latex screening tests.

Event description:
The initial report on 06/06/2019 consumer reported that product caused an allergic reaction. The customer information request (cir) was received on 06/17/2019. Consumer reported that she had gotten scratched by a cat and covered area with the product. Consumer stated that she required medical treatment. It was prescribed hydrocortisone. Consumer stated that she is not sure if the issue was with the tape or pad area. In addition, consumer reported that the symptoms corrected after she stopped using the product.